Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode which resulted in high voltage (hv) therapy being disabled. Abbott technical support was contacted and recommended reprogramming, however, reprogramming was unable to resolve the bvvi. The device was later explanted and replaced to resolve the event. Abbott technical support was unable to identify the cause of the bvvi. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power-on-reset (por) that occurred. After the device was restored from backup mode, functional testing was performed. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier were tested and no anomalies were observed. The por was confirmed during the review of the device printouts; however, since the device functioned normally during analysis, the cause of the por could not be determined.